Event description:
Adverse event: "no patient impact" (no consequences or impact to patient). Product problem: "knife didn't cut well" (dull). The customer reported that the knife didn't cut well during the initial use. The knife was exchanged and the procedure was completed. No patient impact was reported. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).